Manufacturer narrative:
The device was not returned for evaluation, as the patient has category a infectious disease. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry a 21mm aortic valve, implanted for two (2) years, was explanted due to patient prosthesis mismatch. Since initial implant of the 21mm aortic valve the patient has reported shortness of breath and multiple echocardiograms demonstrated increased gradients and mild paravalvular leak. Patient presented with acute on chronic diastolic congestive heart failure. Upon inspection of the 21mm aortic valve it was noted the valve nearly filled the entire sinus segment and challenged both coronary arteries. There was pannus growing into both coronary ostia. The explanted device was replaced with an 23 aortic valve which was sewn into 28mm valsalva graft with root enlargement and patient also underwent coronary artery bypass grafting x 2 (svg-rca, svg-lad). The patient was transferred to the intensive care unit in stable condition. Patient was discharged to skilled nursing facility in fair condition on post-operative day 10. The implantation data card indicated that the device explant was not due to deficiency of the original device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were in process; however, through records it was learned the patient has category a infectious disease so device will not be retrieved. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted as soon as new information becomes available or at completion of the investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.